Manufacturer narrative:
The distributor was asked to return the AED to cardiac science for investigation and service.

Event description:
A distributor in (B)(6) reported their sales person took a g5 demo AED to a client for a demonstration. The AED was connected to a simulator and during the demonstration the AED gave a shock and smelled "burnt". Afterwards the AED indicated service was required. When the AED was connected to a computer the data file could not be downloaded with AED manager. The reported problem didn't cause any injuries.

Manufacturer narrative:
Correction: PMA/510(k) number changed from k143714 to p160033. Device evaluation: the AED was received and an investigation was performed. A test battery was installed into the AED and the rescue ready indicator did not change to green. After the AED's lid was opened, the device prompted service required and there was a pads error. A communication cable was attached and the AED was unable to communicate with a computer. The AED was opened and inspection found significant damage to the main pcba board. There were burnt components and some resistors had come off the main pcba board. The root cause of the reported problem was heavy damage to the high voltage circuit. The investigation was completed and the AED will be scrapped.

Event description:
A distributor in hong kong reported their sales person took a g5 demo AED to a client for a demonstration. The AED was connected to a simulator and during the demonstration the AED gave a shock and smelled "burnt". Afterwards the AED indicated service was required. When the AED was connected to a computer the data file could not be downloaded with AED manager. The reported problem didn't cause any injuries.